Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre pulmonary balloon dilatation catheter was used during a pulmonary dilation procedure of the lungs performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon was noted to leak when inflated between 9mm and 10mm. It was confirmed the balloon did not burst and no pieces of the balloon detached inside the patient. The procedure was completed with another cre pulmonary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed, however a pinhole leak was noted in the balloon material upon inflation of the device. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source).a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The patient was reported to be over 18 years old. (B)(4) the reported event of balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre pulmonary balloon dilatation catheter was used during a pulmonary dilation procedure of the lungs performed on (B)(6), 2011.according to the complainant, during the procedure, the balloon was noted to leak when inflated between 9mm and 10mm. It was confirmed the balloon did not burst and no pieces of the balloon detached inside the patient. The procedure was completed with another cre pulmonary balloon dilatation catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.